Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and he adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. The presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts indicates that the offending pathogen may have come from the patient; however, in the absence of a reported source, this cannot be confirmed regardless, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2026 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2026 presented with escherichia coli in the culture and a wbc count with 99% polymorphonuclear cells (pmns; count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed two doses of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg for three weeks. A follow-up wbc count obtained in the outpatient clinic (date not reported) showed 41% pmns. The patient recovered from this event, and it is presumed the patient continues ccpd therapy utilizing a fresenius cycler. It was reported that the patient¿s peritonitis was not a result of a deficiency or malfunction of any fresenius product(s) or device(s).